Event description:
It was reported by the customer that a bd pyxis¿ medflex 1000 user was not able to log in. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the station. The customer support specialist (csc) checked, found that the user was active on the medbank myqlink (mql), saved the customer profile and username were provided, customer remained unable to access the account. The css advised the customer to contact the pharmacy to reset the password.